Event description:
The customer reported that the system displayed a stator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A high voltage cable previously ordered by the customer, was installed. The system was tested and found to be working as intended and put back into service.